Event description:
During laparoscopic cholecystectomy, a 10mm medium/large covidien endoclip was being used to control bleeding. The endoclip was loaded and verified prior to use. Surgeon attempted to use the endoclip and it failed to deploy.